Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 30 mg/dl. She restesed using another elite meter and rec'd a reading of 129 mg/dl. The difference between readings falls in the "c' zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips will be returned for eval, and replacement test strips will be sent.